Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device fails a weekly self test due to a low battery. The device fails a self test on (B)(6) 2011 for a low battery but passes the next day. The device fails again on (B)(6) 2011 but operates successfully until (B)(6) 2012. The device continues to fail again even after a software upgrade and a change of pad-pak. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.